Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a clip delivery system (cds), due to a missing part on the top flush port of the delivery catheter (dc) handle, the red cap could not be attached to the flush port. The cds was not used in the patient and the procedure was completed with a new cds. There was no patient involvement and no reported clinically significant in the procedure. No other information was provided.

Manufacturer narrative:
The return device analysis confirmed the reported component missing. The reported unstable cap could not be replicated in a testing environment due to returned condition of the clip delivery system (cds) (missing broken piece of the dc handle flush port). Additionally, the flush port luer was observed broken and it was noticed that the uv loctite fillet was missing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reported unstable cap, dc handle flush port luer(component missing), observed break on luer appear to be a cascading events of observed missing fillet. The observed missing uv loctite fillet (dc handle-flush port luer) appear to be related to product quality issue. The issue is being addressed per internal operation procedure. Abbott will continue to trend the performance of these devices.